Event description:
Penile implant was explanted due to the silicone tip breaking. Investigation found that the silicone was torn off at the base of the teflon stiffener and the stiffener was broken off.